Event description:
The following was reported by the pt's attorney: ni/ni/ni-- the pt was implanted with the obtryx (boston scientific product) mesh, and bard flat mesh during surgery to treat her pelvic organ prolapse and/or stress incontinence. The attorney alleges the products failed despite appropriate implantation and use inside the pt. The pt has experienced, and will continue to experience, significant pain and suffering, and has sustained permanent injury.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Based on the limited info provided, it is unk whether the device may have caused or contributed to the reported event. The attorney report does not allege a specific device failure and medical records have not been provided. Additionally, the mesh was not reported to be explanted. Without additional info, no conclusion can be drawn.